Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the unit and found that the media network appliance (mna) was installed incorrectly. To resolve the issue, the technician reinstalled the mna. The unit was tested, confirmed to be operating according to specification, and returned to service. The technician was counseled on the proper installation of the mna. No additional issues have been reported.

Event description:
The user facility reported that prior to a patient procedure the monitor to their hexavue custom room rack was flickering. No report of injury.